Event description:
Customer reports that insulin pump failed. Customer states she was able to reprogram pump but had problems connecting sensor. Customer states the sensor and serter fell apart. Customer also reports bleeding at sensor site. Customer's blood glucose was 90 mg/dl. Customer was advised to replace sensor as blood on connector can damage transmitter pins. Sensor will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.